Event description:
While attempting to place a stent in a avm, the doctor went up and over the bifurcation (contralateral) into the sfa, 1/4-1/3 of the stent deployed with great resistance. The doctor pulled up on the tuohy and the catheter snapped proximal to the handle. An .035 wire was used. The wire was noted to have some "bends" in it. The doctor pulled everything back out with no incident. There was no patient injury reported.